Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported by patient maude event report (mw5079732), that in 2015 the patient had a novasure endometrial ablation to control excessive uterine bleeding. "I had extreme pain and cramping for less than 34 hours after the procedure." In 2016, "I began to have horrible episodes of pelvic pain" and went to the emergency room several times, but "the ER drs simply stated he was not giving me pain medication and there was nothing wrong with me." In 2017, the pain worsened and " I was told I had endometrial bleeding but since the ablation the uterus was sealed off and there was nowhere for the blood to go." A vaginal hysterectomy was performed.